Manufacturer narrative:
Insulin pump received with intermittent button response due to partial unlocked lcd keypad connector noted during visually inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify possible over delivery anomaly due to buttons not responding.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call by the customer's parent that the customer's insulin pump was not delivering the right amount of insulin. The blood glucose of the customer was unknown. The caller stated the food and correction bolus was incorrect. The caller reported the customer getting low blood glucose but declined troubleshooting. The caller did not mention how the customer treated. The caller did not mention any symptoms. The customer was wearing the insulin pump during the incident. No further information was provided. The insulin pump will be returned for analysis.